Event description:
It was reported that the ventilator did not cycle. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ´ref.#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. No malfunction was found and the reported issue could not be reproduced. The ventilator passed all functional and safety tests and was cleared for clinical use. No logs were received and no parts were replaced, therefore the root cause for the reported issue could not be determined.